Event description:
It was reported (spain) the patient underwent surgical intervention to add a second drg lead to achieve better coverage of the patient's pain area. Effective stimulation therapy was reportedly achieved postoperatively.